Event description:
It was reported the outer "blue casing" on the afocusii catheter separated during an atrial tachycardia mapping procedure. The physician was using the afocusii catheter with an agilis introducer to collect geometry points in the left atrium to create a cardiac model on the ensite navx system. The physician deflected the catheter several times while collecting the geometry points. When point collection was complete, the catheter was removed through the agilis introducer and the physician noticed the outer "blue casing" on the catheter shaft and separated radially exposing the internal wires of the catheter. The catheter was replaced with another afocusii catheter to complete the procedure with no consequences to the pt.

Manufacturer narrative:
(B)(4). Visual inspection of the returned catheter revealed the blue shaft was separated 5.5cm from the loop plane and the spring body of the catheter was visible. Functional testing revealed the catheter deflected and created a curve that matched the template and steering force was within specification. The catheter also successfully passed continuity and EKG testing. Further examination of the catheter under microscope revealed no shaft material was missing at the area of the separation. The outer blue shaft separated at the thermal bonded fuse joint. Also noted was a bump at the separating point which is consistent with damage caused by over torquing of the catheter beyond its limitation. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.